Event description:
Bad product - daughter (B)(6) had cochlear surgeries and is required to have medical equipment through cochlear (B)(4) for their cochlears. Her processors (part of the outer portion of the implantable device) has failed multiple times - 7 times to be exact. The provider has proprietary equipment that can only be purchased through them. The equipment has failed repeatedly and if a person is to have the equipment work efficiently must continue with a pricey yearly warranty ($(B)(4) per cochlear I believe) in order to get services rendered without an astronomical fee. The processors that have been replaced are replaced with refurbished processors that again fail. My daughter (B)(6) cannot hear without these devices. The company will not work with insurance companies other than medicaid. They are considered an out of network provider which again costs an astronomical amount of money. I have tried to resolve this issue multiple times with cochlear (B)(4) to no avail. They basically offer me another warranty and a payment plan. When I say that the product is faulty, they say how is it faulty. When I explain that the processors have failed multiple times they do not seem to care to work with me.